Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced breakfast, received insulin, then disconnected the ilet to charge it while eating and subsequently forgot the device during an appointment, later reconnecting and experiencing low glucose events with a nadir of 42 mg/dl and additional time under 70 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other reported sequelae. Outcomes included self-treatment with oral glucose and no need for medical assistance or professional intervention. Investigation included review of user-reported history, device alerts, and product-use education. Investigation of this case revealed user-related operational factors, including device disconnection during a post-meal period after insulin delivery and announcement while glucose was trending low. It was concluded that the cause of the hypoglycemia was unclear, with contributory user handling and timing of insulin relative to disconnection and meals. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.